Event description:
The "pt came into dr's office with what he thought to be a sore on penis. Physician determined that the inflatable penile prosthesis had eroded through the skin and was infected. Pt was immediately sent to hospital, prepped for surgery, and the prosthesis removed. Remained in hospital two day. Post-op visit with physician ok".